Event description:
Caller states the patient tested 4.5 inr and 3.2 inr on coagucheck s system 1. The patient also tested 2.1 inr and 1.9 inr on coaguchek s system 2. All reported values were obtained at the same time. Caller states patient's scheduled surgery was postponed due to excessive bleeding. Patient's dose of marcumar was also decreased. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in other country. This medwatch report is for the suspect device used in system 1 (lot number 690a-h4, expiration date 04/30/2009). Reference medwatch report is for the suspect device used in system 2.